Event description:
On 03-apr-2023, the FDA emailed a medwatch letter to merz/ulthera regarding an alleged adverse event related to treatment with ultherapy [medwatch reference number: mw5116056]. The description of the event was reported as follows: "on (B)(6) 2022, I [patient] had ultherapy to my full neck. This treatment melted the fat in my neck, caused nerve damage that is ongoing as of today [(B)(6) 2023], muscle weakness resulting in the need for physical therapy and horrible cosmetic outcomes causing significant mental and emotional damage." An email was sent to the patient on 04-apr-2023 requesting the name of the treating practice and additional information regarding the event. The patient replied same day providing practice information. The patient sent a follow-up email to merz/ulthera on 06-apr-2023 alleging: "this treatment left me [patient] with significant pain that is ongoing at 8 months post treatment and difficulty holding my neck upright that I am treating with physical therapy. I also now have very little soft tissue in my neck per my ent. I am certain the ultherapy dissolved all of the healthy fat and damaged the connective tissue. I have no definition in my jawline. My face just melts into my neck. The area under my chin has turned to complete mush. I have a constant pulling sensation and my neck often burns and feels like I am being electrically shocked. I cry every time I look in the mirror and have started to avoid all reflective surfaces. I am 43 years old and used to look 30. Now I look significantly older than my chronological age. I thought that this treatment would be something safe and beneficial for me. I was doing it to get ahead of the aging process, but instead I ruined not only my appearance, but my mental health and life." Attempts for additional information regarding the event were emailed to the practice on 04-apr-2023, 17-apr-2023, and 27-apr-2023. A response was received on 27-apr-2023 with additional information. According to the practice, the patient was treated on the neck with ultherapy on (B)(6) 2022 and has not been seen since treatment. It was reported 800 total lines were delivered during this treatment using ds 4-4.5, ds 7-3.0, and ds 10-1.5 transducers. The respondent stated the ulthera devices used during treatment performed as intended and no malfunctions or device deficiencies were observed. The patient was reported to have a history of previous ultherapy treatments at other clinics; however, specific information regarding these treatments was not provided. No additional information was provided. This report was initially submitted under an incorrect manufacturer fei number: 3006560326-2023-00015. This report is beingresubmitted under the correct number.

Manufacturer narrative:
The treating practice stated the merz ulthera devices used during treatment on this patient performed as intended, and no device deficiencies or malfunctions occurred during treatment. No device serial number information was provided despite attempts for device information and/or a support log on 04-apr-2023, 17-apr-2023, and 27-apr-2023. The practice reported none of the transducers used during this patient's treatment were available for return. As no physical units or serial number information were provided, additional investigation into the devices used during treatment is not possible. A review of the ulthera patient complaint trend analysis for the reported issues of fat/volume loss, tenderness/soreness/pain/sensitivity to touch, patient neuropathy or paresthesia, patient palsy/paresis, and patient other revealed that the trends on all issues are within allowable limits and will continue to be monitored. A review of the ulthera patient complaint trend analysis for the reported issue of patient other revealed this issue has not occurred at a high enough frequency to generate a trend and will continue to be monitored. Investigation of this event found no evidence or report of malfunction with the merz ulthera devices used during the patient's treatments, and it was not confirmed if a merz ulthera device caused or contributed to this event. An assessment from a licensed healthcare professional was not provided. The practice was unable to confirm or substantiate the patient claim. As such, there is no clinical information to support the initial report received by the patient. This was deemed a non-serious reportable event due to the lack of clinical information available. No further information is available for this event at this time. If additional information is received, a supplemental medwatch form will be submitted.